Manufacturer narrative:
(B)(6). Eval results: eval of the returned product found that the test alarm does not sound when weight is removed from the sensor pad. The fail safe does sound when the sensor pad is detached from the alarm. There is no visible damage to the sensor pad, rj-11 clip or cable. The customer's alarm was not returned. (B)(6).

Event description:
The customer reported that the alarm will not sound when weight is removed from the sensor. They have tested the alarm model with other sensors and the alarm is working properly. The sensor pad does not appear to have any evidence of being creased or folded. There was no visible damage to the pad or wiring. There was no pt incident or injury reported.